Manufacturer narrative:
The event of high impedance was reported to abbott. It was determined from the x-rays that the lead had migrated. In an update it was reported the patient underwent a revision (B)(6) 2023 where the existing lead was not explanted and additional s1 lead implanted. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient's drg lead migrated and had high impedance. The patient was not experiencing effective relief from their drg system. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient had an additional drg lead implanted to address the issue. Therapy was restored post operatively.